Event description:
Atrial lead noise/oversensing. Dates of use: (B)(6) 2004 - (B)(6) 2017. Diagnosis or reason for use: pacemaker lead - atrium. Is the product compounded: no. Is the product over-the-counter: no.